Event description:
The customer reported that she was treated in the emergency room due to high blood glucose levels and ketones. The reported blood glucose reading was 285 mg/dl. The customer asked if there was an alarm to signal her when the infusion set falls off. Troubleshooting was not possible as the customer was not feeling well. Advised the customer to call back once she's feeling better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.